Event description:
A family member reported that the up arrow and down arrow keypad buttons are sticking. She stated that the patient wears the pump underneath her clothing, and does not clean the pump.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. The bolus button cover was found to be torn. Unrelated to the complaint, evaluation revealed moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.